Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the leg. The patient was taken to the hospital and diagnosed with a bilateral kidney infection. The patient was not wearing the pod when they were admitted, the infection was from a pod worn 3 days earlier. On day 2 after pod was removed puss was coming out they went to urgent care and was given a antibiotic. The patient then went home and on day 3 they were so sick they went to the emergency room. Patient had a 102.9 degree f temperature and high bg levels of 335 mg/dl. Patient was in the hospital for 48 hours.